Event description:
The color of the drill bit was labeled wrong. The drill appeared yellow 1.4mm size drill, but it was actually 1.2mm drill and surgeon had to use 1.7mm screws to fixate the implant. Confirmed with surgeon that no harm or injury to patient. The rep was made aware.